Event description:
It was observed that during the device inspection, the video adapter exhibited lens holder cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twenty (20) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "lens holder cracked" malfunctions would likely be related to improper handling, application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.